Event description:
The pt received her scs system on (B)(6) 2008 including an ipg. It was reported the pt no longer received stimulation and the programmer displayed a low battery warning. As a result, the pt's ip was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.